Event description:
It was reported that right atrial lead dislodged. During the repositioning, it was discovered that the lead did not fixate properly with the anchoring sleeve on the initial implant but the lead could be moved inside and outside. It was also discovered during the repositioning that it was not possible to reposition the chronic lead due to fibrin tissue on the distal tip of the lead. The lead was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4): the full lead was returned, analyzed and the distal conductor was distorted. It was noted that there was blood/body fluid on the distal conductor (not obstructed), the outer insulation had a cosmetic depression, there was blood in/on the helix/lobe mechanism and there was apparent explant damage.